Event description:
It was reported that a pt underwent a spinal fusion with posterior instrumentation at level l2-s1 secondary to chronic complaints of back and lower extremity pain. It was reportedly revealed that a second surgery was performed to extend the construct from t5-s1 for progressive disc degeneration and regional kyphosis of the thoracolumbar junction. Upon 6 months post-op follow-up with x-rays, it was noted "the dislodgement of one of the rods from the inferior-most screws." Approximately 12 months post-op, x-rays revealed that the setscrews "were loosening or backing out" at a number of levels at the rod-screw interface. In addition, a CT scan revealed a fracture of the contralateral rod. The pt underwent a revision surgery to remove and replace the implants and address the pt's non-union at the thoracolumbar region. No pt complications reported.

Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that a combination of setscrews 7560000 and 7560020 were used. The left rod showed one of two opposing 1/2 moons distinct than the other at levels t5, t7, and t9. The right rod shows evidence of setscrews plough at levels l3, l4, l5, and s1 with the most apparent plough occurring at l5. Oblique and lateral x-rays reveal signs of the right rod being broken at level l3 and setscrews loose/out at levels l1, l2, l3, l4, l5, and s1 on the left side.